Manufacturer narrative:
Z. Alalawi, a. Shah, s. Mittal, e. George. Unusual complications of vagal nerve stimulator therapy. American epilepsy society annual meeting 2016.

Event description:
An abstract was received which reported that the patient had a vns lead and generator replacement due to a malfunction. No additional relevant information has been received to date.